Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The 2 devices that were pending were evaluated in the field but the issues were not confirmed; no defect or malfunction was found. 1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes now 2 malfunction events, instead of 4.